Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up in clinic, there were several episodes of non-sustained right ventricular oversensing (nsrvo) noted due to noise on the rv lead. Diagnostic imaging was performed, and externalized conductors were noted. A lead revision procedure is anticipated to resolve the event and the patient was stable with no consequences.